Manufacturer narrative:
Device evaluated by simulated use testing which confirmed the reported issue. Device disassembled for further testing and found a failed vacuum sleeve was the cause of the shaft frosting.

Event description:
3 probes frosted up the shaft during pretesting. Case completed using other probes. Complaint 3 of 3.